Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient is calling in asking about a replacement device for the recall. Rt informed the patient that the device that was sent to him in november of 2022. Patient states that he must not have received a humidifier as the humidifier is growing mold in it. Rt informed the patient that he was not sent a new humidifier as the humidifier accessory is not under recall and the patient was sent device that is compatible with the humidifier he already had in his possession. Patient states he just noticed the lid seal on the humidifier a few nights ago and noted that the dry box seal is also discolored. Rt instructed patient on proper cleaning of his lid/dry box seal. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is yet to be anticipated. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.